Event description:
It was reported that a patient presented to the hospital after receiving a vibratory alert. Episodes of noise on the rv channel were observed via egms. The noise was reproduced when the patient cough or lay on left side. The lead was capped and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.